Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to h6 and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the broken ac inlet and the damaged power switch was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the device had a broken ac inlet. This report is being submitted for the broken ac inlet, as well as the damaged power switch.

Event description:
The customer reported to olympus that the maintenance unit was found to have a broken power switch. There were no reports of patient harm associated with this event.

Manufacturer narrative:
H4: the manufacturing date could not be identified because the storage period of the device history review (DHR) had expired. The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The front power switch was damaged with a broken protective cover and exposed internal components. The cap was also torn. Additional issues were identified during the device evaluation: four (4) bottom suction feet were weak; the main chassis was rusted inside; the rear ac inlet was damaged with a crack; air pressure fluctuated due to a worn-out air joint unit and connector socket; the metal bracket that supported the pump unit was rusted; air pressure was low due to a faulty air pump unit; and the unit had an old type of tubing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.